Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete device and event information. Further information was requested but not received.

Event description:
It was reported that the patients system was explanted due to an infection. Infection has been resolved.

Manufacturer narrative:
An event of infection was reported to abbott. It was conveyed that the infection originates at the ipg site. The entire system was explanted; however, no explanted products were returned for analysis. Infection has been resolved. As a result, a device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection remains unknown. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.